Event description:
The pt reported experiencing elevated blood glucose and bent cannulas while using the infusion sets. He stated, he inserted an infusion set headset on (B)(6) 2011 and his blood glucose elevated to 259 mg/dl. He bolused and a "couple" of hours later his blood glucose measured 246 mg/dl. He changed his infusion set and bolused. A "couple" of hours later, his blood glucose measured 178 mg/dl and a "couple" of hour later measured 194mg/dl. At 1:00am, his blood glucose measured 203 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.